Event description:
It was reported that the patient underwent generator and lead replacement surgery. The explanted devices have not been received for analysis to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). It was reported that x-rays were taken, but they did not show breaks or lead pin connection issues. The patient was referred for surgery. Surgery is likely, but has not been performed to date.